Event description:
Procedure type: thoraco/pneumothorax. According to the rptr: a 45 mm cartridge was used for 1st firing, and there was no problem. At 2nd firing, staples came out unformed and only cutting was done. Staples were retrieved as much as possible. Using another company's products, tissue was resected additionally and the procedure was completed. There was bleeding less than 20 cc. There was tissue damage and additional tissue loss. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).